Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there was a likely overdischarged battery. Patient stopped charging approximately (B)(6) of 2017 after last manufacturer's representative helped her with prm. Rep will perform a prm sometime next week. Issue not resolved at this time. No further complications were reported/anticipated. Additional information was received from the rep who reported that a prm began today to revive battery. On (B)(6) , it was reported the prm was unsuccessful and battery replacement was taken into consideration. No further complications were reported/anticipated. Additional information was received from the rep. It was reported that a date had not been scheduled and no further actions/interventions would be taken to bring patient out of od state.